Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 7a full height drawer was not opening or reading closed. A field service engineer inspected and found that latch catch sensor was out of adjustment and reattached the sensor and tested the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers were failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.